Event description:
Customer reported the insulin pump had a blank display and it did not indicate for battery or reservoir. Customer blood glucose was 157 mg/dl. Possible causes of blank display were explained to the customer. Customer was advised to disconnect from the device. The device had no damage, hadn't been dropped or bumped, or exposed to moisture. Customer uses duracell batteries. The battery cap, battery compartment, or the spring were neither damaged nor corroded. Customer inserted a new battery and got a battery out limit. No further information reported.